Event description:
Went to (B)(6) to get my teeth straightened. I used the product for 6 months like directed and when I was finished my teeth were straight but my bite was so off I was unable to chew food. I contacted them and they sent a month more aligners so I used them and when I was done the problem was still there so I contacted them again and was told that there was nothing they could do about it. So I stopped wearing them and let my teeth go back to where they were. I still have crooked teeth but have to keep paying them. FDA safety report ID # (B)(4).